Event description:
Identification: right model po14-0320, right lot no. Hh126498, left model no. Po14-0320, left lot no. Hh124527. Bil. Breast implants removed to r/o rupture. Pt experiencing burning @ left implant site, hair loss and fatigue.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.